Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and decreased sensing the day after it was implanted. The ra lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found there was blood visible inside of the lead body. According to the finding and the anomalies described in the event, and due to the length of time of the implant, it is likely that the extrinsic insulation breach was contribute to the electrical complaints and caused at time of implant procedure. If information is provided in the future, a supplemental report will be issued.